Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log files appeared to show the pump struggling to maintain the set speed. Although a specific cause for these events could not conclusively be determined through this evaluation, based on heartmate ii complaint history and similar reports, the log file data appeared consistent with a potential driveline issue. The account reported that the patient had a controller fault with a red alarm while in clinic for a routine visit. The patient's controller was exchanged and the patient later had a sudden speed decrease and low flow alarm on a new controller. It was noted that the patient's driveline was wrapped in silicone tape. Damage to the outer jacket of the driveline could not be confirmed through this evaluation as no product was returned. The patient was not symptomatic however they could feel the pump stop and restart. An ungrounded patient cable for the power module was requested. The submitted log files contained data from 09mar2021 to 09apr2021 that showed the pump struggling to maintain the set speed while the system was grounded (fully or partially connected to the power module with a grounded patient cable). The submitted x-ray images showed the external and internal portions of the patient¿s driveline to be unremarkable. The patient ultimately received a transplant on (B)(6) 2021 (related manufacturer report number 2916596-2021-03043). Heartmate ii left ventricular assist system, serial number (B)(6), has not been returned for evaluation at this time . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. This section also explains that during a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pulsatility index (pi) event is detected, at which point the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 3 provides important information regarding how to switch the power sources. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms and how to respond to each alarm condition. Also, in section 6 of the IFU, under ¿preparing for sleep,¿ the patient is provided instruction to ¿always connect to the power module or mobile power unit for sleeping, or when there is a chance of sleep.¿ if a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient prior to battery depletion. Section 8, ¿equipment storage and care,¿ provides information on driveline care and cleaning under ¿care of the driveline.¿ the user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damage). The heartmate ii lvas patient handbook is also currently available. Instructions for exchanging batteries and switching power sources are provided in section 3 ¿powering the system¿. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care.¿ if driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-02054.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was sitting in the chair when the vad coordinator went to hook white cable to the power module. Low flow alarms and lights started, then it quickly change to controller fault and then a pump stop. The controller was exchanged immediately. Log files were sent, which indicated that this could be a short to shield issue. X-rays were taken. The patient was noted to not be symptomatic during the pump stops, but did note that they could feel when the pump stopped and then restarted. Plan of care was to stay on battery power as instructed and not to use the power module without an orange cable. The patient was noted to be on the unos status 3 for heart transplant. The patient was upgraded on the list due to an infection of the driveline. The patient was stable and at home. No additional information was provided.